Event description:
It was reported that the colonovideoscope had image with snowflakes. The issue was found during a maintenance procedure. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: u plug unit is not good, the screen becomes noised. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.